Event description:
Event description guidant received information that noise was noted on the rate/sense channel of this lead. The noise was oversensed but did not result in any inappropriate therapy or inhbition of any therapy. Impedances have changed. An invasive procedure was performed during which a fracture of the lead was found. It was further reported that the atrial lead was damaged during this procedure.